Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate and had received a low insulin alert. Reportedly, the customer was unable to provide the amount of insulin usage. There was no impact to the customer's blood glucose level.